Event description:
It was reported that the patient received a shock and felt palpitations and came to the hospital. Interrogation revealed back-up mode. The device was successfully restored, but the impedance showed an increase. A status report indicated a hard failure of the device. The system was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that a parity error caused the reset mode observed in the field. Subsequent clinical testing after the product code download resulted in damage to the high voltage output transistors. The damage is consistent with that produced by a damaged lead. Although the lead was replaced, it was not returned for analysis.